Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported a pt was diagnosed with peritonitis on (B)(6) 2014. Bacterium was (B)(6). Root cause thought to be multifactorial; failing eyesight and improper hand-washing techniques along with constipation. No allegation or reports by the pt of cycler malfunction or leaks during treatment at the time of diagnosis. Pt was treated with antibiotics and continued on ccpd.